Event description:
End user spouse reports they received unit 2 days ago, just started up today, unit will run for a few minutes then shut down, turns back on , runs few minutes, then shuts down again.